Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Provided imagery was evaluated, and the following observations were noted: two thv valves implanted in different positions. One valve implanted in an upper position than the second one in the aortic root. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The certitude delivery system with s3 IFU was reviewed. Potential adverse events include, 'device embolization' and 'device migration or malposition requiring intervention'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.'a supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Provided imagery was evaluated, and the following observations were noted: two thv valves implanted in different positions. One valve implanted in an upper position than the second one in the aortic root. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The certitude delivery system with s3 IFU was reviewed. Potential adverse events include, 'device embolization' and 'device migration or malposition requiring intervention'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for difficulty or inability to cross native annulus and/or bioprosthesis and thv moves on balloon are unable to be confirmed due to unavailability of procedural imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'during procedure, transaortic access was established using the certitude system and the passage of the aortic stenosis calcification was difficult and slightly shifted the balloon from the valve'. As per the information provided, there was presence of calcification at the patient's aortic valve. The presence of calcification can make the pathway challenging as the delivery system crosses the native valve, which could potentially lead and contribute to the reported difficulty when attempting to cross the native annulus. It is possible that additional device manipulation was applied to overcome the resistance felt when trying to cross the stenotic calcified valve that could result in the thv movement on balloon. As such, available information suggests that patient factors (calcification) may have contributed to the reported event while procedural factors (excessive manipulation) may have contributed to the reported thv moves on balloon. However, a definitive root cause was unable to be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The complaints for difficulty or inability to cross native annulus and/or bioprosthesis and thv moves on balloon are unable to be confirmed due to unavailability of procedural imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'during procedure, transaortic access was established using the certitude system and the passage of the aortic stenosis calcification was difficult and slightly shifted the balloon from the valve'. As per the information provided, there was presence of calcification at the patient's aortic valve. The presence of calcification can make the pathway challenging as the delivery system crosses the native valve, which could potentially lead and contribute to the reported difficulty when attempting to cross the native annulus. It is possible that additional device manipulation was applied to overcome the resistance felt when trying to cross the stenotic calcified valve that could result in the thv movement on balloon. As such, available information suggests that patient factors (calcification) may have contributed to the reported event while procedural factors (excessive manipulation) may have contributed to the reported thv moves on balloon. However, a definitive root cause was unable to be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our french affiliates, during implant of a 29mm sapien 3 transcatheter heart valve implant in the aortic position by transaortic approach, transaortic access was established using the certitude system and the passage of the aortic stenosis calcification was difficult and slightly shifted the balloon from the valve. The valve was positioned for deployment and during balloon inflation, the valve immediately jumped into the aorta, likely due to the balloon being inflated too quickly. The operator managed to implant the displaced valve higher up, above the coronary arteries. A second valve was then successfully implanted in the correct position. The procedure ended well ' the second valve was well-positioned with no leak, and the patient was doing fine. The patient passed away due to complications of the procedure, however the exact cause of death is unknown. Multiple attempts were made to determine the cause of death; however the information was not forthcoming.

Manufacturer narrative:
The investigation is ongoing.